Event description:
It was reported that the camera head has a broken cord. The wire from the pendulum camera got stuck between the tower, which damaged the wire. The event occurred prior to the procedure. There are no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure "defective pendulum camera with a broken cable" was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the endoscopic image cannot be displayed. Based on the results of the investigation, it was identified that, due to deterioration of cable unit, metal part is exposed and due to disconnection in cable unit, the endoscopic image cannot be displayed. The most probable cause of the complaint is failure to follow instruction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head has a broken cord. The wire from the pendulum camera got stuck between the tower, which damaged the wire. The event occurred prior to the procedure. There are no reports of patient harm.